Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the pump has been indicating failure in the battery test. Blood glucose value at the time of event was unknown. Troubleshooting was performed and the customer reported that the battery cap contacts were missing or damaged and the battery compartment was also damaged. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. On the event date (B)(6), 2022. Customer returned insulin pump for an alleged failed battery alarm. Insulin pump passed stop current test, run current test, selftest, off no power, a21 error test and displacement test. Device was monitored and function properly. No failed battery alarm during testing. No battery cap damage. Insulin pump history download using thds was successful. However, there is no found data available date & time of alarm on insulin pump history file on the event date. Device was cut/open and inspected no moisture damage at the electronic assembly. Tested with a test p-cap and the test p-cap locked in place properly. The following were noted during visual inspection: cracked reservoir tube lip and cracked battery tube threads. Device received with corroded battery tube. Not confirmed failed battery alarm during testing. Insulin pump passed all required testing. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
It was reported that the insulin pump was returned for analysis.

Manufacturer narrative:
Information has been corrected which was not correct in the follow-up number-1 report. The information has been provided in section h10 with this report. The initial report has been submitted with the analysis finding code za14af, which is no longer needed. Kindly ignore, component code 4755, investigation findings 213 and investigation conclusions 67 are no longer needed in the h6 section.